Event description:
A patient underwent combined cataract surgery with attempted hydrus microstent implantation on (B)(6) 2022. The surgeon reported being unable to deploy the microstent into schlemm's canal on 3 separate attempts with three different devices before discontinuing the procedure. Gross hyphema was reported obscuring the patient's vision to counting fingers; intraocular pressure was 11 mmhg on 1 iop-lowering medication. The patient is currently being followed by the surgeon for resolution of hyphema.

Manufacturer narrative:
The hydrus microstents used during the procedure were returned to ivantis and each device was evaluated. Ivantis was unable to discern in which order the devices were used; they were identified as device 1, 2, & 3 without regard to the order in which they were used. Visual, functional and dimensional inspections were performed on the implant and delivery system of all three devices. No issues were observed; all components met specifications and the devices met functional requirements during multiple testing cycles. The microstent deployment of each device functioned as intended. The device history records were reviewed for this manufacturing lot; there were no unusual findings and all released product met specification. Based on historical review of complaints there were no other reports for this lot number. Inability to implant the microstent, hyphema, and loss of visual acuity are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).